Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during implantation of an intraocular lens (iol) using a preloaded delivery system, the haptic sheared off of the lens at the haptic/optic junction. The lens was removed using a lens cutter and an enlarged incision. The case took one and one-half hours to complete. Additional information was requested.

Manufacturer narrative:
The device was returned in the carton. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle tip. The trailing haptic is extended back beside the plunger with the broken-gusset area extended outside the nozzle. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The trailing haptic position indicates it was not in a proper position for advancement per the provide diagrams in the directions for use (dfu). The root cause cannot be determined for the misfolded haptic. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Usage of the device e should be discontinued if the trailing haptic is not is one of the pictured positions. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes; if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress; if the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding; if a straight trailing haptic occurs and it was not properly detected to be out of position; if the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event top coat dye stain testing was conducted with acceptable results. (B)(4).